Event description:
Left knee stiffness, status post knee replacement. Procedures to treat this diagnosis were 1. Lysis of adhesions and 2. Manipulation under anesthesia, both on (B)(6) 2018.simplex hv study.